Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 267mg/dl, 134 mg/dl, 150 mg/dl, 134 mg/dl, and 151 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.